Manufacturer narrative:
This article was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, it will be provided in a follow up report. Not returned.

Event description:
It was reported in "management and outcome of the dislocated hip hemiarthroplasty": "of 3326 consecutive patients treated with hemiarthroplasty for fractured neck of femur, 46...sustained dislocations". A table is provided identifying 6 of the 46 patients with the thompson endoprosthesis. This article was included in the quarterly journal review conducted at the end of the q4 2018.